Manufacturer narrative:
A ge rep evaluated the sys, adjusted the monitor, and cleaned the table tracks. Sys operates as intended.

Event description:
Customer reported the table jerks when moving laterally and images are unusable for diagnostics. No pt injury was reported.